Manufacturer narrative:
The device was not returned for evaluation. Device was discarded. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use of an acumen iq sensor, a 40 year old male patient had incorrect sv, co, and ci values. Patient had a high fidelity arterial waveform, no pressors, no inotropes, and was normotensive. All other vital signs were within normal limits. Cvp was 4 , pap was within normal limits, and hr was mid80s nsr. The immediate post op values were sv 105, co 8.9 to 9.1, and ci 4.0 to 4.1. A sv02 lab was then drawn and the fick co was calculated. Fick co, ci calculation did not match readings displayed on monitor. No error messages or alerts were displayed on the hem during event. Hs monitor and smart pressure cable were exchanged but issue continued. There were no patient injuries.